Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the surgery of anterior cruciate ligament reconstruction, the device was broken off. The complaint device was received and evaluated. Visual inspections reveal that the device was totally broken in three pieces. The complaint can be confirmed. A definitive root cause cannot be discerned for this failure, however, historically it has been observed that this type of screw breakage, is a result of excessive torque applied during insertion or off angle insertion into the bone hole. A manufacturing record evaluation was performed for the finished device [4l69035] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of anterior cruciate ligament reconstruction, the device was broken off, removed all the pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.